Event description:
A sales rep reported that upon opening the package, the stent was partially deployed with a few millimeters of the stent exposed. The product had not been manipulated in any way prior to noticing the deployment. The product had been stored and prepped according to IFU. There were no further abnormalities noted. The procedure was completed with an abbott stent. Add'l info will be submitted within 30 days of receipt.